Manufacturer narrative:
The customer did not provide patient demographic of weight. The customer did not provide access accutni+3 reagent lot number so expiration date and date of manufacture of the device could not be determined. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The elevated result met reflex conditions and the sample was repeated on the same unicel dxi 800 access immunoassay system and a lower, but still elevated result was obtained. The sample was repeated once more on the same unicel dxi 800 access immunoassay system and a lower, but still elevated result was obtained. The original elevated result was not reported outside of the laboratory. There was no change to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result. Quality control (qc), calibration and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient's sample was collected in a lithium heparin gel tube and was centrifuged for ten (10) minutes at 3000 rpm (revolutions per minute). The customer suspects the sample was the cause of the non-reproducible access accutni+3 result.